Event description:
It was reported that patient was having an increase in seizures with high impedance seen on the patient's generator. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient had a full revision performed. The explanted products were discarded per hospital policy. No additional relevant information has been received to date.